Event description:
It was reported a patient underwent an unknown dental and oral surgery on (B)(6) 2021 and a reservoir was used. The reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: events reported on mw# 2210968-2021-11058, mw# 2210968-2021-11059.